Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle break occurred during use with a pen ndl 29ga 12.7 mm 100 bx 1200 USA. The following information was provided by the initial reporter: "verbatim: from phone call on (B)(6) 2019 10:07:24: follow up#1, spoke to the pharmacist, he stated he spoke consumers wife and he wasn't home, she stated nothing wrong with the product, needle might be have bent and broken. They will inform the visiting nurse. Pharmacist also stated if he sees any red skin to notify. Lot# un available. Offered to do the follow up (bea). Issue: pharmacist reported consumer called to state needle broke off on his stomach during the injection when he was on vacation. When he visited the nurse she stated needle might have dissolved he wanted to know from a pharmacist, if it happens. Pharmacist stated he could not find the needle on his stomach or anywhere. He does not feel anything on his stomach. Pharmacist thinks the sample is discarded. Incident date-unknown. Occurence-1. Item 328203. Lot# unknown. Pharmacist stated consumer uses the new needle for his injection. He does not know if he visually tests the needle to see if it is straight. He is not sure if consumer tightens the needle on to the pen. Went thru the steps on how to remove the needle from the pen. Pharmacist offered to call the consumer with more information and call back. Provided casefile#. Pharmacy has not replaced the box, since it was only one needle."

Event description:
It was reported that a needle break occurred during use with a pen ndl 29ga 12.7mm 100 bx 1200 USA. The following information was provided by the initial reporter, "verbatim: from phone call on (B)(6) 2019 10:07:24: follow up#1, spoke to the pharmacist, he stated he spoke consumers wife and he wasn't home, she stated nothing wrong with the product, needle might be have bent and broken. They will inform the visiting nurse. Pharmacist also stated if he sees any red skin to notify. Lot# un available. Offered to do the follow up (bea) issue: pharmacist reported consumer called to state needle broke off on his stomach during the injection when he was on vacation. When he visited the nurse she stated needle might have dissolved he wanted to know from a pharmacist, if it happens. Pharmacist stated he could not find the needle on his stomach or anywhere. He does not feel anything on his stomach. Pharmacist thinks the sample is discarded. Incident date-unknown occurence-1 item 328203 lot# unkown pharmacist stated consumer uses the new needle for his injection. He does not know if he visually tests the needle to see if it is straight. He is not sure if consumer tightens the needle on to the pen. Went thru the steps on how to remove the needle from the pen. Pharmacist offered to call the consumer with more information and call back. Provided casefile#. Pharmacy has not replaced the box, since it was only one needle."

Manufacturer narrative:
H.6. Results: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Unable to perform a DHR review due to an unknown lot number. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. H3 other text : see h.10